Event description:
Device malfunction: device# 1 suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, upon plunger withdrawal, no suture was present. A second and third proglide device were attempted with the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. The two perclose proglides #2 and #3, part# 12673-03, lot# 66135-6h, is being filed under separate medwatch MFR numbers.